Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would turn off by itself with any battery. This occurred upon power up in the "4 medical department". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the reported issue was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper latch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h10: the device was received for evaluation. During functional testing, 'turn on and off by itself' was reproduced. A review of the event history log revealed 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. During evaluation the device had falsely detect an open door and power on when the door still appears closed to the user. The cause was identified to be a failing upper latch switch. The upper auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.